Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). Sw = 4.10e. Unit received with a partially broken off piece from the reservoir tube lip, and a retainer ring that detaches from the reservoir tube lip at the side. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Unit also received with a crack on the battery tube which extends to the top where the battery threads are located. Finally the left belt clip rail broke off.